Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Eval of the event history log and functional testing confirmed check clutch/plunger lever alarms. Visual inspection of the internal components indicated that the position potentiometer was non-functional due to a broken tab. The position potentiometer was replaced. Following repair, the device was found to pass all delivery, accuracy, and functional testing.

Event description:
A report was received that stated the pump alarmed "check clutch." No pt injury or adverse event was reported.